Manufacturer narrative:
Investigation summary: based on the information available, the cause that contributed to the reported incontinence cannot be established as the product is not available for analysis. Device technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Investigation conclusion: based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient experienced recurring incontinence with his artificial urinary sphincter device two years after implant, so he underwent a surgical procedure in which a second cuff was added. The patient is recovering.